Event description:
While being transferred by a hoyer lift and assist of 2 staff, the resident was moving -wiggling- in the sling. The hook used to connect the sling to the lift came unhooked and the resident fell approximately 3 feet to the ground. The resident suffered a fractured pelvis and left clavicle. Had uncontrollable pain, admitted to the hosp for pain management and died. We replaced the s hooks with safety spring hooks so it could not come unhooked without staff unhooking it.